Event description:
It was reported that the device motor stopped working. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: event date unknown. One device was returned for evaluation. Visual inspection revealed a broken top and bottom case, and a crack in the right plunger case. Review of the event history logs showed no errors related to the reported issue. Functional testing was performed but the issue was unable to be replicated. The root cause was determined to be customer damage. The top and bottom cases were repaired as well as the lead screw and both half clutches. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: additional information provided in b5 and h6.

Event description:
Additional information was received. The reported issue did not cause or contribute to patient or clinical injury.